Manufacturer narrative:
Although requested, device has not been received. A follow up report will be submitted with failure investigation results should the device be received for evaluation.

Event description:
The customer reported that while assessing the patient's PICC line, leaking was noted at the connection of the long white lumen line (tko line) between the medline and max zero connector at the y-site connection, as well as, between the y-site and the max zero connector on the long white lumen catheter. A leak was also noted on short white lumen line between the fentanyl syringe and max zero connection. They scrubbed and re-secured all leaking connections. Upon reassessment one hour later, no leaking noted on either connection of the y-site; however, leaking still noted between the fentanyl syringe and max zero cap connector. There was no patient harm.

Event description:
The customer reported that while assessing the patient's PICC line, leaking was noted at the connection of the long white lumen line (tko line) between the medline and max zero connector at the y-site connection, as well as, between the y-site and the max zero connector on the long white lumen catheter. A leak was also noted on short white lumen line between the fentanyl syringe and max zero connection. They scrubbed and re-secured all leaking connections. Upon reassessment one hour later, no leaking noted on either connection of the y-site; however, leaking still noted between the fentanyl syringe and max zero cap connector. There was no patient harm. Conflicting information was received from the customer regarding the tubing set-up and the location of the leaks. It appears that the set up included a ns/heparin syringe connected to a stand-alone maxzero, connected to model 10010570 filtered extension set connected to the first leg (described as a y) of the mz5307 bifuse, connected to the long lumen of the PICC. This section leaked at both the connection of the medline and the mz5307¿s maxzero and the bifuse and the mz5307¿s maxzero. The suspect is the mz5307, which was not received for investigation. After re-securing the connections no further leaking was noted. It appears that the other line was a fentanyl syringe connected to a stand-alone maxzero, connected to model 10010570 filtered extension set connected to the second leg (described as a y) of the mz5307 bifuse, and/or connected to the short lumen of the PICC. This section leaked at the syringe/maxzero connection. The suspect is the maxzero. After re-securing this connection, leaking was still noted 1 hour later.

Manufacturer narrative:
The customer¿s report of a leak at the connection was confirmed. Visual inspection showed no anomalies. During functional testing the set leaked at the connection between the maxzero and syringe. Closer inspection of the maxzero under a lab microscope observed a microchannel that was allowing fluid to leak out. The root cause of the microchannel is due to an equipment error during the inspection and testing process during final assembly of the maxzero component.